Manufacturer narrative:
The sample matched the description. The customer's complaint that the tip came apart is confirmed. The catheter was missing both blades, but the inner and outer blade lengths were within specs. No active fibers were found, and the working time was 48 seconds at 50 mj/mm² and 3:41 minutes at 60 mj/mm², not 299 seconds at 50 mj/mm². Five kinks were detected, but the patient was unaffected. Potential root causes include excess tension during the procedure, possibly causing fiber degradation and damage to the outer blade, especially given the lesion as a proximal sfa to popliteal artery isr with a fractured stent. The lesion was an isr, and a 1.5mm catheter was used, but the IFU only recommends 2.0mm and 2.35mm catheters for isr. Per ifu110: the auryon* atherectomy system and auryon atherectomy catheters without aspiration are indicated for use in the treatment, including atherectomy, of infra-inguinal stenoses and occlusions. Furthermore, the catheter was found to be normal prior to use. The operator confirmed nothing was left behind via an x-ray. Both blades were removed using a balloon and sheath. The patient and procedure were unaffected, with no harm caused. The blades returned with the sample catheter, showing no cracks, and matched the specified length. Laser ablation may damage fibers, but large fragments aren't expected. Handling might have caused additional damage to the catheter and fibers. The DHR of the catheter lot was reviewed in reference to the description of the reported complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4). Correction: h11 the reference number in the initial report referenced (B)(4). The correct number is (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An angiodynamics executive district sales manager reported that an end user experienced an issue when using an auryon atherectomy catheter 1.5mm - hydrophilic coated. Tip broke off. The tip was stuck on the wire. The physician got pedal access through pt, flossed the wire, and pushed the broken pieces down the wire from the top using a balloon through the 5/6 slender sheath in pt. Fractured stent in sfa mentioned. The case finished without issue, and the patient did not experience any adverse effects, harm, or require medical intervention because of this incident.